Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect access solution kit was selected for use. The physician obtained right femoral vein access smoothly and advanced the versacross rf wire to track up into the superior vena cava (svc). When the versacross rf wire was pulled into the versacross dilator, the tip of the rf wire noted to be kinked. Upon further inspection, it was noted on fluoro that the tip of the rf wire knotted on itself when pulling down from the svc to engage the fossa before transeptal attempt and wouldn't pull into the dilator. The physician tried to re-extend the versacross rf wire to see if the knot would self-correct but when pulled it back towards the tip of the versacross dilator, the knot was still there. Hence, the physician had to pull both the dilator and the wire out through the watchman sheath to avoid fraying of the wire. Hence, the rf wire was replaced from a versacross fixed curve kit and the procedure was completed successfully. No patient complications occurred. No other issues were noted. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of rf wire knotted on itself was confirmed. No evidence was found to indicate a manufacturing or design-related issue. Thus, a supplemental MDR will be filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect access solution kit was selected for use. The physician obtained right femoral vein access smoothly and advanced the versacross rf wire to track up into the superior vena cava (svc). When the versacross rf wire was pulled into the versacross dilator, the tip of the rf wire noted to be kinked. Upon further inspection, it was noted on fluoro that the tip of the rf wire knotted on itself when pulling down from the svc to engage the fossa before transeptal attempt and wouldn't pull into the dilator. The physician tried to re-extend the versacross rf wire to see if the knot would self-correct but when pulled it back towards the tip of the versacross dilator, the knot was still there. Hence, the physician had to pull both the dilator and the wire out through the watchman sheath to avoid fraying of the wire. Hence, the rf wire was replaced from a versacross fixed curve kit and the procedure was completed successfully. No patient complications occurred. No other issues were noted. The device is not expected to be returned for analysis (disposed).